Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed five products mixed in did not have the expiration date or lot number printed on them.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, a total of 100 retained samples were visually inspected for missing label content, and all samples passed the test as the lot number and expiration date were present on the device packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label content. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the customer noticed five products mixed in did not have the expiration date or lot number printed on them.